Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This subform will be voided as this component did not cause or contribute to the event. The event will be investigated under medwatch#s: 0001822565-2023-02473 and 0001822565-2023-02475. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a the patient is being considered for a shoulder revision due to dislocation. It was noted that the patients components are maxed out on length so the patient will be revised using competitor products.

Event description:
It was reported a the patient is being considered for a shoulder revision due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02473, , 0001822565-2023-02474, 0001822565-2023-02475, 0001822565-2023-02476. D10: 40mm ã glenosphere cat: 00434904011, lot: 65243512. 12mm humeral stem spacer cat; 00434903912, lot: 65473774. 40mm ã +6mm offset 65âº neck angle retentive poly liner cat; 00434906606, lot: 64759532. +2mm lateral offset 25mm post length base plate cat: 00434902502, lot: 64759472. Invers/revers scr syst 4.5-48 cat: 01.04223.048, lot: 2940206. Invers/revers scr syst 4.5-42 cat: 01.04223.042, lot: 3082070. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.